Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned and examination of the returned part determined that returned tasp signs of repeated use (nicked or gouged) and is fractured on medial side. All pieces returned. Review of the device history records identified no deviations or anomalies. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasp fractured into two pieces while the knee was being placed through the range of motion test. There is no additional information at this time.